Event description:
Heartware left ventricular assist device (lvad) presents with 2nd cerebrovascular accident (cva) in the setting of international normalized ratio (inr) 2.8, aspirin 325. Brain CT revealed new acute supramarginal and angular gyrus cortical/subcortical infarct with mild mass effect. Cva symptoms completely resolved within 48 hours of event.